Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 150 mg/dl. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.